Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the patient reporting that they did have problems with the battery, as it was located right where their pants go around their waist. It was reported that it didn¿t charge because it was in a real bad spot and it hasn¿t worked for years. It was reported that it was still bothering the patient pretty bad in their lower back. The patient called back the following day and reported that they weighed about (B)(6)pounds at the time of the event. Their battery implant was in the wrong area where they put it and it was very uncomfortable, because it goes around where their pants go and they had a hard time charging it and it wouldn¿t charge. It was stated that it has been dead for sixteen years now. It was reported that it had been giving the patient quite a bit of pain now. Additional information was received on the same day from the patient reporting that their device¿s battery only lasted from 2011 to 2012. They also stated that the ins site was near their waistline, which made it uncomfortable for them to recharge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient noted that their implantable neurostimulator (ins) was placed at his waist line. It was reported that the ins site was uncomfortable, due to the placement of the device, it made it hard for the patient to charge, it gave him a lot of problems and the ins battery was dead. In conclusion, the patient wanted their ins removed or replaced; they were redirected to their healthcare provider (hcp). There were no further complications reported or anticipated.